Event description:
It was reported by the aci distributor that a patient underwent a coronary procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Access was obtained via a 6f sheath (model unknown). Following the procedure the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician inserted the device through the sheath, then he tried to inflate the balloon but there was no resistance. The indicator also did not pop out. The physician removed the device and tried to inflate the balloon again but the balloon was popped. A second mynxgrip vascular closure device 6f/7f was prepped and deployed successfully. The patient was reported as hospitalized for an unrelated and unspecified reason.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1219403) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
Visual inspection of the returned device at high magnification revealed that the source of the leak was a longitudinal tear at the balloon, approximately 6mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1219403) indicated that the device lot met all established performance criteria prior to shipment.